Manufacturer narrative:
Updated: h6 (investigation findings, investigation conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Through review of medical article "a stented bovine pericardial prosthesis in the pulmonary position" authors joost p. Van melle et al, the following events were identified as pertaining to edwards devices: 2 patients with a perimount valve implanted in the pulmonary position underwent intervention due to severe regurgitation after an unknown implant duration. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for additional events within the same article. The devices were not returned for evaluation. Attempts to retrieve the devices and additional information are in process. The date of the events are unknown; however, according to the article, the study period was from 2023 to oct 2017. Thus, the first day of the reported study period (1 jan 2003) was used as the occurrence date. Article citation: pragt h, schoots mh, accord re, arrigoni sc, berger rm, mariani ma, willems tp, ebels t, van melle jp. A stented bovine pericardial prosthesis in the pulmonary position. J thorac cardiovasc surg. 2020 mar;159(3):1063-1071.e1. Doi: 10.1016/j.jtcvs.2019.05.086. Epub 2019 jul 10. Pmid: 31400815. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "a stented bovine pericardial prosthesis in the pulmonary position", the following events were identified as pertaining to edwards devices: 2 patients with a perimount valve implanted in the pulmonary position underwent intervention due to severe regurgitation after an unknown implant duration.